Manufacturer narrative:
Failure analysis revealed that the insulin pump responds and functions properly. Programmed a 5.4 units bolus and delivered completely.

Event description:
The customer reported that the buttons were unresponsive. The blood glucose reading was 103 mg/dl. The customer stated that she wants to deliver a 3.2 units bolus, but it delivered only 0.2 units. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.